Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device had no ECG trace in any of the three lead modes or in paddle mode. The complainant indicated that there was no pt involvement in the reported failure.